Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. In addition, the device shows the following signs of a repair by an unauthorized service center: the adhesive at the distal end shows a different color, a foreign substance was found on the surface and the sheath has an unknown laser marking. Furthermore, the adhesive of the clamping ring is worn and the components have detached. Also, the laser labeling is fading. Therefore, this event/incident was attributed to abnormal use/off-label use. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. However, the exact cause of the user's experience and the reported phenomenon could not be determined yet since the investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient¿s urethra. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Correction: (B)(6).